Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported that the one infusion set was fell off during use. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380 - 2024 - 11801 - device 1 of 4.